Event description:
It was reported to boston scientific corporation that a amplatz urological guidewire was used in a percutaneous nephrolithotomy and nephrolithotripsy (pcnl) procedure. According to the complainant, they had broken up stones in a patient's right kidney with a cyberwand and wanted to place a stent following the pcnl. The ureteral orifice was not difficult to find and guidewire placement was uneventful. When an attempt was made to remove the guidewire, the guidewire appeared to be stuck within the stent. After several attempts to remove the guidewire, the guidewire came apart into 2 pieces, and caused the stent to accordion. The guidewire broke just past the flexible tip. They were able to removed both pieces of the guidewire, along with the stent from the patient. They successfully placed a second polaris ultra stent within the patient's ureter using a second amplatz urological guidewire. They reported that the patient had no complications and the patient was fine post procedure. Follow up with the complainant revealed that the flexible tip of the guidewire was stuck inside the stent and the core wire was likely exposed when the wire was removed from the patient.

Event description:
It was reported to boston scientific corporation that a amplatz urological guidewire was used in a percutaneous nephrolithotomy and nephrolithotripsy (pcnl) procedure. According to the complainant, they had broken up stones in a patient's right kidney with a cyberwand and wanted to place a stent following the pcnl. The ureteral orifice was not difficult to find and guidewire placement was uneventful. When an attempt was made to remove the guidewire, the guidewire appeared to be stuck within the stent. After several attempts to remove the guidewire, the guidewire came apart into 2 pieces, and caused the stent to accordion. The guidewire broke just past the flexible tip. They were able to removed both pieces of the guidewire, along with the stent from the patient. They successfully placed a second polaris ultra stent within the patient's ureter using a second amplatz urological guidewire. They reported that the patient had no complications and the patient was fine post procedure. Follow up with the complainant revealed that the flexible tip of the guidewire was stuck inside the stent and the core wire was likely exposed when the wire was removed from the patient.

Manufacturer narrative:
Scanning electron microscopy (sem) for fracture analysis was performed. The suspect device, an amplatz ptfe .035 str (straight) guidewire was returned and was visually inspected. It was observed that the polytetrafluoroethylene (ptfe) coated coils were severely stretched at 8 cm from the distal tip, separated from the rest of the device 135 cm in length. The core wire was detached from ball weld and was protruding at distal site of the 135 cm. The fractured/detached core wire and the inner surface of ball weld were both sent for scanning electron microscopy (sem) fracture analysis. The sem results revealed the fracture site exhibited evidence of compression thus forming a bending lip. The fracture occurred at an approximate 45 degree angle in shear as indicated by the elongated dimple ruptures. Equiaxed dimple ruptures indicative of tensile stress were also noted. No material anomalies were observed. In conclusion, a combination of tensile and bending overload conditions was the cause of fracture. Based on the analyses performed, it was concluded that the core wire detached from distal ball weld and the bent exposed/detached core wire provided evidence that the device was submitted to extreme force during removal. It was also concluded that the most probable root cause is "caused by other device". A device history record (DHR) review was performed which contains the production history of a finished device and found no anomalies that are related to the failure.